Event description:
It was reported that during a single site laparoscopic colon procedure, the surgeon was taking the superior rectal vessel (less than 5mmj) and the bleeding required a clip due to the inability to stop the bleeding. No blood products were required. The surgeon continued to use the device to complete the procedure . There was no adverse consequence to the patient. One device will be returned. Unsure if resident was using device.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.